Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were not visual indications of dried fluid within the cassette compartment. There were visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2425 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Voltage check test passed. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient had contacted fresenius technical support to report while using the liberty select cycler had experienced a screen was dim during an unknown phase of treatment. The display brightness was set to 10. Per the patient, the screen is very dim and hard to see. The patient mentioned that when she woke up the screen was dim but could hear the cycler still functioning. Rebooted the cycler, but the screen remained dim. This is a replacement cycler and was used for the first time tonight. The cycler was replaced. Per the patient it seemed like treatment was completed, but the patient doesn't know for sure because screen is very dim and hard to see. The patient discovered the screen brightness issue before completing treatment. The issue did not occur prior to completing the first treatment. Per the patient the screen brightness was fine during setup and before going to bed. This is an out of box failure. The patient does know how to perform capd. No adverse events or injuries were reported. The cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.